Manufacturer narrative:
D10. Concomitant products mrasi0005 - bipolar maryland forceps and mrasi0001 monopolar curved shears. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, at the time of seminal vesicle dissection, a red high-priority alarm occurred 20 minutes after the first monopolar curved shears (mcs) was replaced due to an error. The alarm caused the mcs to become disabled and lose teleoperation. The instrument was removed as a broken instrument, then reattached and reinserted, and was used for the remainder of the procedure. There was no patient injury.